Manufacturer narrative:
(B)(4). Additional information has been requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances and high pacing thresholds subsequent to dislodgement. A revision procedure was performed wherein the lead was repositioned successfully with satisfactory measurements. No adverse patient effects were reported. This system remains in service.